Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017.(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 22.5 diopter intraocular lens (iol) was explanted due to the patient desiring distant vision. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/30/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation (only the lens was returned). Visual inspection showed the lens was cut, with a missing part, this condition is typically of an explanted lens. There is no complaint against the lens. An explant was due to patient desired distant vision. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (model pcb00 +22.5 diopter) was implanted in the left eye of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017 and replaced with a pcb00 +20.5 diopter. There were no complications such as an incision enlargement, vitrectomy, or capsule tear during the explant. Also the surgeon name was provided: dr (B)(6). Updated the following fields: date of birth: (B)(6). If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.